Manufacturer narrative:
According to the facility on (B)(6) 2022, a patient's ventilator showed 'leak on ventilator graphic' and upon inspection the circuit was noted to be 'melted and stuck to the bed sheets'. The facility reported that the patient was extubated shortly after and did not require any additional medical intervention. The facility reported that there was no harm to the patient. The sample was returned for evaluation and a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022, a patient's ventilator showed 'leak on ventilator graphic' and upon inspection the circuit was noted to be 'melted and stuck to the bed sheets'.